Event description:
Vendor handed off a coronary stent and misread expiration date. Coronary stent deployed in artery. Rn (registered nurse) discovered expiration date was 3/7/2024. When rn took stent box to enter information into record and discovered stent expired 3/7/2024.